Event description:
The pt's husband found both brown and black particulate matter found through out unopened flush syringe. There is also a large black spot attached to the inside of the syringe. When we received this call we instructed the husband not to use any more saline flush from this manufacturer and lot number. We made arrangements to immediately replace their flush with flush from a different manufacturer. She was hospitalized with a septicemia on 03/17/07. She was receiving tpn in the home at that time, it is entirely possible that other syringes in this lot were containmated to a lesser degree and caused the infection. Normal saline IV contamination suspected for flush usp 10 ml single use. Rx only ndc # 64054-0910-02 lot 061219a exp 12/08.